Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. No backup currently available. Caller will reach out to hcp. Customer's blood glucose was 59 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.